Event description:
It was reported by the clinician that the catheter was placed successfully. The patient was given blood 24 hours later and the blood leaked out everywhere. They have not had a problem since. There were no patient complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.